Event description:
Customer reported that on (B)(6), 2012 she received erratic readings on her adc blood glucose meter. Customer reported receiving readings of 228 mg/dl, 203 mg/dl and 464 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parke's error grid fell into the "b" zone showing the difference in values is not considered to be clinically significant. Customer further reported feeling "dizzy, weak" and was "vomiting". Paramedics were called, treated the customer on the scene with an intravenous infusion of unknown type and transported her to a local healthcare facility. At the hospital customer was reportedly diagnosed with hypoglycemia and continued to receive intravenous fluids. The customer did not know if she was given any medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1256125) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the diagnosis is inconsistent with the reported readings. Multiple, unsuccessful, attempts have been made to contact the customer to clarify this discrepancy. (B)(4)